Event description:
The customer reported that the AED battery is depleted but have not reached the expiry date yet. They reported this did not occur during patient use.

Manufacturer narrative:
The customer reported that the AED battery is depleted but have not reached the expiry date yet. Analysis of the log files from the AED showed the customer was performing excessive self-testing of the AED which reduced the battery life expectancy.